Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed high capture threshold, noise reversion episodes with brief episodes of over-sensed noise and an out of range impedance measurement on the right ventricular (rv) lead. Programming changes were made to resolve the issues. The patient was in stable condition.